Manufacturer narrative:
One opened knife sample was received by manufacturing inside of a blister package for the report of not being sharp enough. The received knife was not seated in the blade protector tray correctly and the tip of the blade was into the protector tray material. The returned sample was visually inspected and was found to be nonconforming with a damaged tip. Penetration testing could not be performed due to the damaged condition of the sample. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was sharp enough to penetrate the cornea during cataract surgery. An alternate knife was obtained in order to complete the procedure with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample has been received by a company affiliate that has not yet been received by manufacturing for evaluation therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the provided lot number for the reported complaint issue. As no sample has yet been received for evaluation and the device history record review of the provided lot number indicates that the product was released according acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull blades, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).